Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor overinfused during patient use. The total fill volume of 230 ml was infused over the course of 21.8 hours rather than 46 hours. This implies a 10.6 ml/hr flow rate, which is 211% of the expected flow rate. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.